Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation and restricted leaflet motion remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 31mm pericardial mitral valve implanted in the tricuspid position underwent surgery for valve in valve procedure after an implant duration of approximately 3 (three) years and 3 (three) months. Transthoracic echocardiogram done at 18 months from implant showed central tricuspid regurgitation with also paravalvular leak. However, transoesophageal echo subsequently done showed severe central tricuspid regurgitation with one leaflet appearing relatively fixed but no obvious paravalvular leak. A 29mm transcatheter valve was implanted within the disabled valve using a transfemoral approach. The patient was noted as to be discharged home.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.